Event description:
Physician later reported left side rupture, lump/nodule and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, yellow and red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: explant date is schedule for (B)(6) 2021. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Device status unknown. Side unknown.